Event description:
A us distributor returned a monitor indicating that it failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed a pulse test) is being investigated. Upon investigation the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse events resulted from the defective monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the investigation the monitor delivered a monophasic pulse during testing. The cause for the monophasic pulse was isolated to improper output from components u15-u18 on the defibrillator pca. The improper output prevented the second phase of the biphasic pulse from triggering. The root cause for the defective u15, u16, u17, and u18 components could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed a pulse test.